Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii proximal seal system 3.8 mm did not load properly and was retained in the heartstring loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The delivery device was removed from the loading device. The seal and tension spring was in the loading device. The plunger was not depressed, and slide locks were engaged. The seal and tension spring were removed from the loading device, and appeared to have crack on the outermost portion of the seal. The following measurements were taken; the inner delivery tube was measured at .197 in. The outer diameter was measured at .218 in. The length of the delivery tube was measured at 2.50 in. Based upon the received condition of the device the reported complaint for "failure to load" was confirmed as well as the analyzed failure "cracked seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, heartstring iii proximal seal system 3.8mm did not load properly and was retained in the heartstring loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.